Event description:
The company received a report where it was claimed that the cuff deflated during patient use. The customer reported that the tube had only been in use 15 days. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
Part number # 136-70 is not distributed in the u.s.; however there is a product of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k841872. The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report. See scanned page.